Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 58 mg/dl. The customer was treated for the low blood glucose with food and she ate pizza. Customer¿s blood glucose level was 158 mg/dl. The customer declined troubleshoot for low blood glucose. The customer was hospitalized on (B)(6) due to high blood glucose level of 700+ mg/dl. The customer experienced symptoms like nausea. The customer declined troubleshoot for high blood glucose. It was reported that patient has been experiencing low blood glucose for unknown. The product was not returned for analysis.